Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time an implant surgery on (B)(6) 2014 it was impossible to drain the pump reservoir totally before filling it with the medicine. The surgeon removed only ¿9ml instead of the 17.5 ml¿. The pump was not thus implanted; patient had been woken up and the surgery was postponed until next week. There was no patient injury or harm. Drug intended to be put in the pump was baclofen. It was later reported that the patient was taken back in the operating room the next week wherein another pump was implanted. Per reporter, patient was in good shape, and receiving therapy correctly.